Event description:
A pt implanted with miniarc reported that the mesh is coming out and she has started to become incontinent. The erosion was discovered on her last visit to her doctor in 2008. Additional info received, indicated that pt went to another physician and he removed the miniarc because it was misplaced and replaced it. Pt is doing well.